Event description:
Per the physician, the patient¿s fixture failed to osseointegrate due to an infection. The patient was treated with antibiotics (type not reported). When the physician went to reimplant the patient in 2009, it was still infected due to puss and oozing from the implant site. The physician treated the patient again with antibiotics (type not reported). Reimplantation is planned, but had not taken place at the time of this report.

Event description:
It was reported that a pip proximal component was rotating and that revision surgery was performed. A larger size component was used in the revision and the pt is now reported to be doing fine. No reported issues were with the distal component, but it was removed and replaced during the revision surgery.

Manufacturer narrative:
Per patient's surgeon, device is not available for analysis.(B)(4). Device not available for analysis.